Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 507 mg/dl. The customer treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6)2017. Customer declined to troubleshoot for high readings. Advised the insulin pump will be replaced. The product was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.